Event description:
It was reported that "lap procedure done on (B) (6) 2008 and on (B) (6) 2008 pt returned to doctor for pelvic pain and discovered the cup was left in and was removed."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report. Medwatch report (B) (4) was filed by the facility.